Event description:
The device was returned to the service center with a report from the customer contact that the device had physical damage to mech/rod that the door lever attaches to is misaligned. No additional information was provided. This is not a reportable malfunction. However, during verification testing at the service center, it was found the regulator closer was not fully seated.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.